Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 469 mg/dl. The customer was treated with manual injection and insulin pump. The customer states that insulin pump¿s auto mode was inactive. Based on customer report customer does allege insulin pump was under delivering. The insulin pump, reservoir and sensor will not be returned for analysis.